Event description:
It was reported by a getinge field service engineer (fse) that a getinge authorized dealer replaced the main board of the cs300 intra-aortic balloon pump (iabp) in an attempt to resolve an issue with the battery icon. However, when the new main board was installed the screen did not turn on and the printer started to print electrical failure #7. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) reported that the getinge authorized dealer resolved the issue by replacing the power supply of the iabp. The batteries where in good condition and had only 8 months in use. By some error in the power supply it just presented the battery icon as empty when it was fully charged. At first the getinge authorized dealer thought it was the main board so in an attempt to fix the issue they tried replacing it, but they remembered that the batteries connect directly to the power supply so they replaced the power supply to see if it fixed the problem, and the problem was fixed. The iabp was then cleared for clinical use.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per getinge standard operating procedure since the serial number for the unit was not provided. Additional information has been requested, and we will report accordingly when it becomes available. (B)(6).

Event description:
It as reported that a getinge field service engineer (fse) replaced the main board of the cs300 intra-aortic balloon pump (iabp) to resolve an issue with the battery icon. When the new main board was installed the screen did not turn on and the printer started to print electrical failure #7. There was no patient involvement, and no adverse event reported.